Event description:
It was reported that a linx device was explanted due to recurrent reflux symptoms. Egd was done (B)(6) 2021.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can you please share the results of the egd that was done on (B)(6)? Prior to linx placement, did the patient have a ph or manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4), date sent: 8/31/2022. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. A manufacturing record evaluation was performed for the finished device batch number 8170, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2022. Additional information was requested, and the following was obtained: can you please share the results of the egd that was done on april 1st? -top off gastric folds at 37cm. Z-line at 33 cm. Salmon colored mucosa extending from 37 to 33m. Cama4 prague classification). Four (~3mm) ulcers seen at the z line consistent with reflux esophagitis. Watts brushings taken for suspected barrett's esophagus. Stomach: hillgrade valve 2. Mucosal impression of linx seen. No complications. Impressions: suspected 4 cm barrett's esophagus, reflux esophagitis. Patient was scheduled for ph bravo but given the changes of reflux esophagitis would not need bravo. Prior to linx placement, did the patient have a ph or manometry studies done? If yes, could you please share the results? Impressions: suspected 4 cm barrett's esophagus, reflux esophagitis. Patient was scheduled for ph bravo but given the changes of reflux esophagitis would not need bravo. When using the linx sizing device what technique was used to determine the size? Unknown did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? No. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes, laparoscopic paraesophageal hernia repair with mesh. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? He has struggled with postop heartburn symptoms for several years now. He underwent egd with that revealed c4m4 lesion suspicious for barrett's as well as 3 3mm linear lesions consistent with reflux esophagitis. No bravo ph was placed due to obvious recurrence of reflux. Wats bxs revealed new diagnosis of barrett's esophagus without dysplasia. Patient has started on nexium 40mg daily, what was the reason for removal of the linx device? See above. Was the device found in the correct position/geometry at the time of removal? No, device migrated into his chest. Have the symptoms resolved since the device was explanted? Yes.